Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the in-house contour next one meter with in-house contour next test strips and in-house contour next control solution from lot # 8bv2g32. All readings were within specifications and properly marked as control tests. Additionally, device history record was reviewed for both suspected contour next one meters and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate reported that she ran control tests on two of customer's contour next one meters and readings obtained on both meters were 141 mg/dl. Advocate alleged that control readings were not marked as controls. However, the readings were not stored as blood readings in meter's memory. During the call, advocate performed another control test and obtained a reading of 129 mg/dl, which was properly stored in meter's memory. There was no allegation of an adverse event. Advocate was advised to return the control solution for evaluation. Replacement meter kits were sent to the customer.